Manufacturer narrative:
Conclusion and justification status for MDR: the complaint description states that defective devices were sent to synthes repair service without any comment. One of the lockings tabs of the locking screwdriver is broken. The plastic extremity of the glenosphere orientation guide is broken. (No break of the index metal). The device associated to the complaint were returned for analysis. The visual analysis of the locking screwdriver shows a wear having for origin the use, and breakage ¿tip¿. The returned glenosphere orientation guide presents a new design (dwg-7e070299/c et dwg-7e070309/c) and break of the plastic extremity, no break of the index metal. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The glenosphere orientation guide was manufactured after the installation of the action of reinforcement (eco 253075). A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination for the glenosphere orientation guide, and 2 other similar complaint was reported for the affected product code and lot combination for the locking screwdriver. Trends relating to this product are reviewed during post market surveillance reviews. Regarding the screwdriver a CAPA (B)(4) was initiated on july 19, 2013 and lead to the conclusion that the root cause was an inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide was performed and ensure that the screws are captured properly and torqued "on-axis". Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The plastic extremity of the glenosphere orientation guide is broken. (No break of the index metal).